Manufacturer narrative:
This product was manufactured by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the aquatec (B)(4) cfn/fei registration.

Event description:
The wife of the end user reported that the seat on her husband's 9630-4 commode has cracked the length of the seam on the underside of the seat. The user sustained scratches along with a pinch on his right thigh which is causing a burning sensation. No alleged medical intervention.

Manufacturer narrative:
The commode seat has been returned & evaluated by invacare. It was observed that the crack went all the way through the right side of the commode seat material such that it was visible on the seat underside, and there was clear adhesive holding the crack together on the top side and underside of the seat. The crack measured roughly 8" in length, the left side of the seat was intact. The cracking damage followed the line pattern of the plastic molding on the underside of the seat. There was no identifying product label present on the item, therefore the manufacturer and the date code, which would indicate the age of the seat, are unknown. However, there was a design change for the commode seat that was implemented on 04/24/2013, therefore, indicating that the age of the commode seat is 3 years 6 months, well past the expected life of 1 year. Upon further review it has been determined that should the malfunction recur, the device would not be likely to cause or contribute to a death or serious injury.

Event description:
The wife of the end user reported that the seat on her husband's 9630-4 commode has cracked the length of the seam on the underside of the seat. The user sustained scratches along with a pinch on his right thigh which is causing a burning sensation. No alleged medical intervention.